Event description:
On an unk date, the pt was treated for a thoracic aneurysm with at least two endografts at a clinic. On an unk date, imaging showed a proximal type I endoleak. In 2009, the pt was implanted with a gore tag thoracic endoprosthesis. The proximal type I endoleak was resolved. The pt tolerated the procedure. On an unk date, imaging showed a type iii endoleak, reported to be at the junction between the two endografts. On an unk date, the pt was assessed to have an infection. Three weeks later, the pt underwent a reintervention with two gore tag thoracic endoprostheses to repair the type iii endoleak. The endoleak was resolved and the pt tolerated the procedure. After the conclusion of the thoracic endovascular procedure, the pt was taken to the operating room for debridement and additional surgical procedures. All the endografts were later explanted and discarded at the facility. The next day, the pt expired.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.